Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies and successfully resumed insulin therapy. No reported impact to the customer¿s blood glucose level. Ultimately, the customer reverted to a backup insulin pump for insulin therapy.